Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report will be submitted with new details when they become available. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred prior to the procedure.. The device was broken. There was no patient involved in this event.

Manufacturer narrative:
Device evaluation: post market vigilance (pmv) led an evaluation of one device and six photographs. The collar was disengaged from the instrument; the collar was received. The collar was reattached to the instrument and functioned properly. The photographs show the collar disengaged from the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if excess force is used when the collar is pushed forward to cover the l-hook. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.